Event description:
Left without glucose monitor; device is expected to cannulate patient and insert a subcutaneous glucose monitor automatically- two devices in a row failed to properly insert cannula and insertion device was left partly inserted into skin resulting in small cut (easily managed with bandaid). Note in attached picture the exposed cannula and uninserted wire. Patient was left without glucose monitor as company can requires overnight for delivery. FDA safety report ID# (B)(4).